Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 319.006, lot: 4406044. Manufacturing location: brandywine, release to warehouse date: apr 11, 2002. No non conformance reports were generated during production. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection observed that the distal needle portion of the depth gauge broke off where the threads of the needle portion are. The break is roughly flush with the depth gauge body. Some surface wear is present but consistent with use and the age of the device (16+ years). The received condition was determined to agree with the complaint description. Dimensional inspection of needle component could not be conducted due to the post manufacturing deformation at the break, the location of the break, and since the distal portion of the needle was not received. During the document/specification review the relevant drawings, reflecting the current and manufactured revision, were reviewed. The material of the needle component (part # 319.006.3) is 316leh (l=low carbon, e=extra h=hard) 316 stainless steel (ss)), which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history records showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. This complaint is confirmed as depth gauge for 2.0mm and 2.4mm screws (319.006, 4406044) was received with the needle broken off; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, it was found out during a routine inspection at the sterile processing department that the metal measuring part of the depth gauge broke off completely, the metal portion of the handle with quick coupling was bent, the tip of the inter-lock screwdriver stripped and the sliding mechanism of the clamp did not stay locked and backed out. There was no patient involvement. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).